Manufacturer narrative:
This report was initially filed under 3011270181-2019-00008; however, the manufacturer reference number was incorrect. This initial report replaces the original initial report, and all further follow ups will be filed under this report #. The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 0203067326 was reviewed and the product was produced according to product specifications. All information reasonably known as of 06 mar 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the customer had difficulty removing the guidewire from the tube upon initial replacement. This led to the patient desaturating. Per additional information received 27 feb 2019, the issue with the guidewire prolonged the procedure, and this, along with the patient's underlying condition, led to desaturation. No further information was provided.